Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after the one-hour of continuous glucose monitor warm up cgm displayed "high," and the patient felt unwell. After removing the infusion set, patient noticed that the cannula was missing. When asked if it had broken off under her skin, patient said she did not feel anything and believed it was missing due to product damage. She had delivered a 10-unit bolus via insulin pen and reported no leakage. There was a patient involvement and there were no additional adverse consequences.